Event description:
The facility representative had sent an infusion pump for service where a baxter service technician had discovered a failure 807:01. The facility's biomedical engineer started that there was no patient incident involved with the pump. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.